Manufacturer narrative:
(B)(4). Batch # m9014z. The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a thyroidectomy procedure, this was the third device used from the same box on the same patient. Several clips did not close securely and several more fell off once placed. Clips were retrieved and a new device was opened. There was a delay of five to ten minutes. The patient outcome is satisfactory. There were no adverse consequences for the patient reported.